Manufacturer narrative:
Skin contact - capital equipment, evaluated at customer site. The fse reported the following: the unit was functioning and the customer had run multiple cycles since the incident. The fse performed all required and functional tests on the system. The fse also ran an empty test cycle and verified the unit met specifications. The fse explained to the customer that the most probable cause was moisture trapped in the load or cold metal surfaces. The fse advised and the customer use personal safety protection when removing and working with loads from cancelled cycles.

Event description:
The customer alleged an h2o2 skin contact. The customer removed the load and re-packaged the instruments. She inserted a new cassette and noticed burning on her fingers and a white residue. The customer was not wearing personal protective equipment (ppe) when removing the cancelled load from the sterrad unit. The customer stated the symptoms have resolved. No medical attention was required. An asp field service engineer (fse) went to the facility to assess the unit.